Event description:
It is reported that in '08, x-ray revealed glenosphere appears to have disassociated from baseplate. Revision surgery has been scheduled.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Eval summary: no product or product info was provided. It is unk whether or not the glenosphere was properly seated during the earlier surgery. The glenosphere not seating properly onto the base plate may be caused by soft tissue or bone trapped around the base plate taper during glenosphere insertion, insufficient bone clearance around the baseplate, interference with retractors, etc. Each scenario could potentially cause the glenosphere to not completely seat on the base plate. Straight-on exposure of the glenoid is necessary for both proper reaming and component insertion. The probable cause may be an intra-operative error during placement of the glenosphere. H6: eval: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected the product failed to meet specs. The investigation could only verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.